Event description:
It was reported that the right ventricular (rv) lead had high impedance and triggered an alarm for oversensing and noise on the pace/sense portion of the lead. During the revision procedure, the lead was connected to the analyzer and no noise was immediately noted. The lead was then reinserted into existing device and noise noted on pace/sense electrogram. The lead was again connected to analyzer and noise was noted with minimal pulling on the lead. A new device was connected to the lead and gross noise was noted through the new device. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.